Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer received a pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor.) The customer received pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement.), battery failed alert, air bubbles on the reservoir, the reservoir leaks, pump was not giving bolus due to pump errors, and pump exposed to fluid. The customer reported blood glucose value of 3330 mg/dl. The customer reported hyperglycemia was treated with insulin pump. The event involved products mmt-242a, mmt-1880, mmt-332a. Troubleshooting was performed for battery failed alarm and there was no damage reported to battery cap contacts or battery compartment. The customer did not receive another alarm after replacing battery. Troubleshooting was performed for pump errors and the customer was able to clear the error but was unable to complete the rewind process. Troubleshooting was partially performed for hyperglycemia and later customer did not feel ok to troubleshoot. It was unknown whether the insulin pump system was used within 48 hours of the reported high blood glucose event. It was unknown whether the auto mode/smartguard feature was active at the time of the high blood glucose event. Troubleshooting was performed for air bubbles anomaly and reservoir leakage and found that there any cracks/splits in the barrel. Troubleshooting was partially performed for fluid in pump and later customer declined. No further patient complications were reported. It was unknown whether the customer will continue using the infusion set. No product return is required for mmt-242a. The customer will discontinue the use of the insulin pump and reservoir. Mmt-1880 was requested and customer response was the device will be returned.  Mmt-332a was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluated 1 open/used reservoir (no clear liquid inside barrel). Plunger not returned performed pre-fill test (appendix c) using a new lab plunger; found no leaks and no air bubbles during analysis. Also performed a visual inspection using appendix d; checked o-rings and stopper groove for defects and none was found; as follows: installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus and basal leak test procedure (appendix c); per dop114-811doc. Conclusion: the reservoir went through inspection; no leaks and no air bubbles anomalies during pre-fill test. In the bolus and basal test, no leaks and no air bubbles or moisture were found in the pump when the test was finished. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.